Event description:
It was reported there were metal shavings coming out of the device. This was noticed during testing by the field svc tech. There was no pt involvement and no adverse consequence alleged with this event.

Manufacturer narrative:
During device eval it was revealed that the device overheated.